Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 20-mar-2023, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was erosion at the extension/lead connection. There were no environmental/external/patient factors that may have led or contributed to the issue. The physician performed an incision and drainage at the lead and extension connection site. The patient was given antibiotics. The issue was not resolved.